Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-03394. It was reported the patient experienced an infection at both the midline lead incision site and the pocket ipg incision site. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the entire system was explanted and the patient was hospitalized and treated with prescribed IV and oral antibiotics to address the issue.